Event description:
This patient is a participant in pro disc-l ide and experienced this event post approval. Patient status post pdl implantation and subsequent adjacent level fusion, levels unknown, reported being in extreme pain. Reportedly, surgeon believes facets are being distracted by pdl implants and has plans to revise to fusion in 2010. Surgeon plans to leave pdl hardware in place. This is two of three reports for this event.

Manufacturer narrative:
Explant date in 2010. Synthes is unable to provide the manufacturer and/or the date of manufacture without a part/lot number provided or the returned device. Subject device was part of an ide. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. The manufacturing records could not be reviewed without a lot number.